Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements along with loss of capture. The lead appeared to have fractured. The patient underwent a routine device change out procedure and this lead was surgically abandoned. A new left ventricular (lv) lead was not implanted as the patient's device was downgraded to an implantable cardioverter defibrillator (ICD). No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.